Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. One electronic photo was provided for review. The photo shows one hickman 9f dual lumen cv catheter kit label showing the contents of the kit, catalog number, lot number and expiry date. Therefore, the investigation is unconfirmed for the reported catheter length issue as the tip-to-cuff length (35 cm) is different than total length (65 cm). The definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The instructions for use was reviewed and the unit label was reviewed which shows, peel-apart introducer kit - contents: ¿ 1 each hickman® pediatric length dual-lumen radiopaque silicone catheter with surecuff¿ tissue ingrowth cuff, 9 f (2.9 mm 00) x 35 cm. H10: d4 (expiration date: 02/2025), g3, h6 (method). H11: h6 (result, conclusion). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the label does not allegedly have the information about full length of the catheter. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2025). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a chronic catheter placement procedure, the label does not allegedly have the information about full length of the catheter. There was no reported patient injury.